Manufacturer narrative:
No patient information to date after phone calls to customer 1/8/21, 1/11/21, and 1/13/21. Unique identifier: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. The patient was manually ventilated and case resumed. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.